Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient expired while using a ventilator. The device was not returned to the manufacturer for evaluation. An outside source, plaintiff counsel, confirmed the manufacturer has been dismissed from this case as "there is nothing in any report from any medical provider discovered in the 2020 action relating to or mentioning a failure of any ventilator or its alarm system."